Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt said they were having problems charging their ins. Pt said it was stopping on its own while charging or if they were to move a little while charging, they would have to start the charging session over. Pt said they cannot connect to the ins at all now to charge (pt last able to charge yesterday or night before last). Pt inspected the recharger telemetry module (rtm) and controller port; pt noticed that the pins in the controller port were not shiny and one on the end looked pushed up comparted to the rest. Pt also mentioned that when charging, if they move the black transmitter box along the rtm, the charging session would be interrupted. Pt notices the rtm cord getting more than warm but not extremely hot while recharging. Pt said they tried resetting the controller and that did not resolve their issue. A replacement rtm and controller were sent out. No symptoms were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that a "battery low, replace batteries soon" message appears when trying to charge; the recharger failed on bench testing but passed at plexus. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.